Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by tower not configuring. A field service engineer worked with process system engineer to resolve database issues the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie failed. The customer attempted to restart the device; however, this did not resolve the issue, leading to a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.